Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Medwatch field occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At an unknown time on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.9 inr. Within 4 hours of the first meter test, a sample from the patient was tested using the meter, resulting in a value of 2.3 inr. This value was believed to be correct. It is unknown if the patient collected a sample from the same finger for the repeat test. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every 2 weeks.

Manufacturer narrative:
Two strips were provided for investigation where they were tested with a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr qc 2: 5.2 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.